Event description:
It was reported that the user was unable to proceed during the supply change at the fill tubing step despite a successful dry run, with an error indicating an occlusion; troubleshooting and education were completed, and a full supply change with new supplies was advised, consistent with a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified during the fill tubing process. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.